Event description:
It was reported that during a device change out procedure, the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, measuring 130 ohms. The physician reconnected the lead and now is getting a shock lead impedance measuring 60 ohms. At this time, the ICD and rv lead remains in service no adverse patient effects were reported.